Event description:
It was reported during remote follow up that that the implantable cardioverter defibrillator exhibited intermittent loss of ventricular capture. No intervention was reported. There were no patient consequences.

Event description:
New information received noted an additional instance of loss of capture. No intervention was reported. There were no patient consequences.